Manufacturer narrative:
The evaluation noted that based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the revision is most likely is related to patient conditions.

Event description:
Approximately 4.5 years postop the initial tha, this female patient had been dislocating the right hip and the surgeon felt the stem was too anteverted. The liner was removed and replaced with a hooded liner and the femoral head was exchanged for a competitor¿s head (modular head system allowing version adjustments). Patient was last known to be in stable condition following the event. Devices will not return due to rep not present due to covid policy.